Manufacturer narrative:
(B)(4).

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of 5.6 cm in diameter abdominal aortic aneurysm. The iliac artery vessels were small in diameter and calcified. The endurant aui was implanted and a femoral to femoral bypass was performed without issue. The physician pre-planned to implant an valiant 40x40x100 stent graft proximal to the endurant aui. The right external iliac artery was dilated with a 9mmx4cm balloon and a 10mm conduit was sewn to the right external iliac artery. The physician inserted a 22fr sentrant sheath into the iliac due to the access vessel being too small and calcified for the valiant 40x40x100 delivery system. While attempting to pass a 22fr sentrant sheath through the anastomosis the sheath disrupted the anastomosis (joint between native artery and 10 mm conduit dacron graft) and caused profuse bleeding. While the bleeding appeared to under control, the physician elected to rapidly exchange the 22fr sentrant with the valiant 40x40x100 delivery system through the anastomosis and into the aorta. However, the patient's blood pressure dropped and not knowing exactly where the blood loss was located, the physician decided to convert the patient to an open repair. While the un-deployed valiant stent graft delivery system remained in the patient, the patient's blood pressure was stabilized and the patient was prepped for open surgical repair. The valiant delivery system was removed and the endurant aui was explanted and both were discarded. The physician stated that cause of the event was due to patient anatomy of small in diameter a calcified iliac artery. No additional clinical sequelae were reported and the patient is fine.